Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D6a: implant date unknown / not provided. D6b: explant date unknown / not provided. E1: email unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided. H11: d10 - medical product - impl tapered scr-v sbm 4. 7.mm 4.5.mm 11.5.mm catalog #: tsvwb11 lot #:1254780.

Event description:
It was reported that the screw at tooth site #30 fractured. Patient presented for implant crown off. Upon eval noted broken screw inside. Tried to retrieve with no success. Implant removed and site grafted. Ridge augmentation was completed.